Event description:
Cardiac rehab client on treadmill, treadmill speeded up, client lost balance, fell hitting right arm, shoulder and leg. Follow up with attending physician on 11/23/93-physical therapy ordered for shoulder injury.